Manufacturer narrative:
The product was not returned for eval. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The extent of device damage or the cause of the failure cannot be determined without return of the unit for eval. The root cause classification cannot be determined as the device was not returned for investigation.

Event description:
It was reported during a left sided ablation procedure using a fast cath transseptal introducer blood leaked from the hemostasis valve. The physician performed transseptal puncture and inserted a non-sjm loop catheter through the fast cath transseptal introducer and noted blood leaking from the hemostasis valve of the introducer. The introducer was exchanged and the procedure was completed with no consequences for the pt.